Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) rapidfill adapters had ¿black specs¿ on the ends. There was no patient involvement. No additional information is available.

Manufacturer narrative:
This product was manufactured by the supplier in two batches on two dates, (B)(4) 2016 and (B)(4) 2016. Four devices were returned and evaluations are complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and noted dark particulate adhered to or embedded on the devices. The reported condition was verified. The particles were analyzed via spectroscopy and found to be consistent with various different materials. The source of the particles could not be identified. Should additional relevant information become available, a supplemental report will be submitted.